Manufacturer narrative:
The field service representative (fsr) found that the system passed calibration without issue upon arrival. The fsr ran the gas system through the testing procedure and observed fluctuating readings on the screen. The readings at 21% read as low as 10% onscreen and about 23% on the analyzer. Midrange at 60% setpoint had readings ranging in the 70s and 50s, with the analyzer reading about 55%. The fsr replaced the oxygen (o2) sensor and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) fraction of inspired oxygen (fio2) was fluctuating as the set point was 80 and the value displayed on the central control monitor (ccm) was 96. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.